Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was presented in clinic for routine follow-up. Interrogation revealed a message for backup vvi mode due to internal software issues. Over 500 entities of ¿uncorrectable memory parity errors (bit flips)¿ were noted in one memory address in the device. Software download was successfully performed. The patient's condition was stable and will continue to be monitored.

Manufacturer narrative:
No conclusion code available; the reported field event of backup vvi was confirmed in the laboratory. The device image was reviewed and the reset was found to have been caused by a parity error. The device was tested on the bench and the cause was found to be an anomalous component on the hybrid.

Event description:
Additional information received indicated that the device was explanted and returned.

Event description:
It was reported that the patient was presented in clinic for routine follow-up. Interrogation revealed a message for backup vvi mode suspected to be due to internal software issues. Over 500 entities of "uncorrectable memory parity errors (bit flips)" were noted in one memory address in the device. Software download was successfully performed. The patient's condition was stable and will continue to be monitored. New information received notes that the device will be explanted and replaced.

Event description:
Additional information received indicated that the device was explanted and replaced on (B)(4) 2016.